Event description:
Complainant alleged that medics analyzed a paitent who was found unconscious and vital signs absent, and received "shock advised" determinations for a pulse-less electrical activity heart-rhythm. The medics responded to a call and upon arrival attached the device to the patient via multi-function electrodes and analyzed the patient. The device returned a "shock advised" determination and the medics administered a 120 joule shock to the patient. The patient was re-analyzed and the device returned a "shock advised" determination. The medics then administered a 150 joule shock to the patient. The patient was analyzed a third time and the device returned a "no shock advised" determination. The medics continued to treat the patient and performed a one-minute session of CPR. The medics then analyzed the patient a fourth time and the device returned a "shock advised" determination. The medics then administered a 200-joule shock to the patient. A fifth analysis of the patient returned a "no shock advised" determination. The medics continued to treat the patient and performed two additional analyses that both returned "no shocked advised" determinations. Moments later, paramedics arrived on the scene and assumed treatment of the patient. The patient was assessed and then transported to a nearby medical facility. During the transport, the paramedic treating the patient observed an extremely noisy waveform on the monitor that was inconsistent with any known heart-rhythms and that the 'heart-rate' count exceeded 300 beats-per-minute. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.